Event description:
The patient was undergoing a thrombectomy procedure to treat a femoral deep vein thrombosis (dvt) using an indigo system aspiration catheter 8 (cat8) and non-penumbra sheath. During the procedure, the physician completed approximately three to five passes in the target vessel using the cat8. While attempting to make another pass using the cat8, the physician heard a hissing sound while performing a coring technique. Subsequently, the physician noticed the cat8 was broken at the hub; therefore, it was removed.the procedure was completed using a new cat8 and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra representative on (B)(6) 2020: 1. Section b. Box 5. Describe event or problem results: the cat8 was fractured approximately 2.0 cm from the hub. The device was ovalized approximately 32.0 and 85.5 cm from the hub. Conclusions: evaluation of the returned cat8 confirmed a fracture near the hub. If the device is forcefully manipulated at extreme angles during use, damage such as a kink and subsequent fracture may occur. Further evaluation revealed ovalizations on the mid-shaft and near the distal tip. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat a femoral deep vein thrombosis (dvt) using an indigo system aspiration catheter 8 (cat8). During the procedure, while performing the coring technique in the target vessel using the cat8, the physician heard a hissing sound. Subsequently, the physician noticed that the cat8 was broken at the hub; therefore, the cat8 was removed. The procedure was completed using a new cat8. There was no report of an adverse effect to the patient.